Event description:
A 58 year-old male was originally implanted on 08/30/1995. Patient's system functioned normally over the next few years. On 06/15/1998, advanced bionics received notification from the implant center that on the evening of 06/12/1998, patient fell down while walking on a wet sidewalk. Patient struck his head on the implant site knocking his headpiece off. Patient returned home after the fall, put his headpiece on, and within approximately five minutes reported what he described as a "griding type of sound." The patient went to the implant center on 06/15/1998 for a device evaluation. The audiologist reported the absence of any bumps or cuts at the site of impact. Testing conducted at the center, including a change-out of the external equipment confirmed that patient's system was no longer functioning. Explantation/reimplantation took placed on 07/09/1998. Patient was reimplanted with clarion device .